Manufacturer narrative:
A copy of a FDA medwatch was received that indicated that while attempting to deploy a self expanding stent in the patient's right femoral artery, the stent dislodged and migrated to the pulmonary artery. The stent was left in the patient's artery as per the decision of the physician. There were no adverse effects to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Stent dislodged and migrated to the pulmonary artery.